Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: no product was returned. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was the drain used on the patient? If yes, was leakage detected? Was another drain needed to correct the situation? If yes, was the new drain placed surgically during a second procedure? Please perform and document the follow up attempt for product return. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
At the end of the surgery, a 100 ml reservoir was inserted for the drain, and it was found that one of its tips for the drain connection was broken. An attempt was made to make an additional connection, but a leak was noticed, so another 100 ml reservoir was inserted. The sample was available for analysis.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluation: product received for analysis. Complaint sample review : one complaint sample of reservoir bulb with partial connection port was received for evaluation, product was inspected visually, and found that there were significant cut marks visible on the cut-off surface of the bulb port. Based on above observations, it is suspected that the product might have handled differently at user end, and lead to the defect generation. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Due to the damages found on the device the complaint was observed. The assignable cause for the condition is not related to the manufacturing process within manufacturer control. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.